Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following and unrelated surgical procedure on (B)(6), the patient was unable to establish communication between her ipg and external devices. The patient controller also reflects an error message. The ipg is inoperable. The patient is also without stimulation therapy. The next course of action has yet to be determined at this time.

Event description:
Follow-up information revealed the patient underwent surgical intervention where in the ipg was explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.